Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Tumour haemorrhage. Alanine aminotransferase (alt) increased to 3000. Dc beads (100-300 mcm) 1 vial (loaded with epirubicin 50 mg) [off label use of device]. Increased ast [aspartate aminotransferase increased]. Increased wbc [white blood cell count increased]. Decreased platelets [platelet count decreased]. Decreased pt activity value(%) [prothrombin level decreased]. Elevated total bilirubin [blood bilirubin increased]. Crp increased [c-reactive protein increased]. Case description: initial information received on 29-aug-2016: this spontaneous medical device report was received from a physician concerning a (B)(6) male patient. The patient's current condition included hypertension, hyperuricaemia, atrial fibrillation and tumour, on an unknown date. No concomitant medications were reported. The patient received dc-bead (unknown dose, lot number and expiration date), during a tace, on (B)(6) 2016, for an unknown indication. On (B)(6) 2016, alanine aminotransferase (alt) increased to 3000 and the patient developed tumour haemorrhage. On an unknown date the patient recovered from the tumour haemorrhage. The physician did not assess the seriousness of the events, but considered the tumour haemorrhage to be probably related to the use of the dc bead. The company considered the events tumour haemorrhage and alanine aminotransferase increased as serious (medically significant). Follow-up information is expected. Follow-up information received on 14-sep-2016: follow-up information was received from a physician, via the company distributor. Additional information was obtained regarding the patient medical history: hepatocellular carcinoma, since unknown date, and increased alt since (B)(6) 2016. Furthermore, on (B)(6) 2016 hepatocellular carcinoma recurred postoperatively (number of tumors 15, tumor size (maximum diameter): 40 mm). Since (B)(6) 2016, several laboratory tests were performed: decreased albumin and total protein; and increased ast, alt, blood creatinine (cre) and crp. All relevant laboratory results were added in the dedicated section. On (B)(6) 2016, the patient underwent tace with one vial of dc bead (100-300 mcm) loaded with epirubicin 50mg. On (B)(6) 2016, the patient's laboratory values were: white blood cell count (wbc) 16300/ul (normal range 4000-9000/ul); platelets count 12.0 x 10^4/ul (normal range 13-35 x 10^4/ul); pt activity value 62% (normal range 70-130%); total bilirubin 1.87 mg/dl (normal range 0.30-1.2 mg/dl); ast 1530 u/l (normal range 13-33 u/l); alt 3259 u/l (normal range 8-42 u/l); and crp 4.83 mg/dl (normal range <= 0.20 mg/dl). All other laboratory results were added in the dedicated section. On (B)(6) 2016, three days after the performance of tace, the patient experienced tumour hemorrhage. On (B)(6) 2016, the patient recovered from the tumour haemorrhage and increased alanine aminotransferase (alt). The outcome of other the abnormal laboratory values was unknown. The reporting physician did not provide an assessment of the severity, seriousness or relatedness to dc bead for the new events of off label use of device and abnormal laboratory values. The company considered the events of abnormal laboratory values and off-label use of device as non-serious. No further information anticipated. This is a final report. Case comment: tumour haemorrhage is considered listed and alanine aminotransferase increased, off label use of device, platelet count decreased, prothrombin activity decreased, white blood cell count increased, bilirubin total increased, aspartate aminotransferase increased and c-reactive protein increased are considered unlisted according to dc bead current reference safety information. The reporting physician considered the event tumour haemorrhage to be probably related to the use of dc bead. Although the underlying tumour and concomitant diseases, such as hypertension, could have contributed to the events, the company considered the event tumour haemorrhage as related to the product, as dc bead role cannot be excluded. In absence of an assessment from the reporting physician for the other events of off-label us of device, platelet count decreased, prothrombin activity decreased, white blood cell count increased, bilirubin total increased, aspartate aminotransferase increased, alanine aminotransferase increased, and c-reactive protein increased, the company considered the events as possibly related to dc bead as dc bead role cannot be excluded although the patient's underlying condition and history of abnormal laboratory values could provide an alternative explanation. Off-label use of device is not an adverse event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Tumour haemorrhage [tumour haemorrhage]. Alanine aminotransferase (alt) increased to 3000 [alanine aminotransferase increased]. Case description: initial information received on 29-aug-2016: this spontaneous medical device report was received from a physician concerning a (B)(6) male patient. The patient's current condition included hypertension, hyperuricaemia, atrial fibrillation and tumour, on an unknown date. No concomitant medications were reported. The patient received dc-bead (unknown dose, lot number and expiration date), during a tace, on (B)(6) 2016, for an unknown indication. On (B)(6) 2016, alanine aminotransferase (alt) increased to 3000 and the patient developed tumour haemorrhage. On an unknown date the patient recovered from the tumour haemorrhage. The physician did not assess the seriousness of the events, but considered the tumour haemorrhage to be probably related to the use of the dc bead. The company considered the events tumour haemorrhage and alanine aminotransferase increased as serious (medically significant). Follow-up information is expected. Case comment: tumour haemorrhage is considered listed and alanine aminotransferase increased is considered unlisted according to dc bead current reference safety information. The physician considered the event tumour haemorrhage and increased alanine aminotransferase as possibly related to the use of dc bead. Although the underlying tumour and concomitant diseases, such as hypertension, could have contributed to the events, the company considered the events experienced by the patient as probably related to the product, as dc bead role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.